Event description:
After iabp for three days, the iab leaked. The iab was removed and a second was inserted. On 12/19/97, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: none from the event-reported 7/14/97. [Pt's current status]: unk-rpt'd 7/14/97.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 1/13/98).